Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and did not confirm the reported issue.

Event description:
The hospital reported an error causing a loss of volume control ventilation. The unit was replaced and case resumed. There was no report of patient injury.